Event description:
The user is questioning the "no shock advised" decision given by the device during deployment. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Product evaluation pending.